Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt was unable to use one of the programs in his system because it was not functioning. The sjm rep met with the pt and was able to provide stimulation initially. At a subsequent reprogramming appointment the pt had multiple invalid contacts and stimulation was only achieved on the left side. An x-ray was taken and a visible fracture was noted in a lead. The pt was deciding if surgical intervention was to be undertaken to address the issue.